Event description:
It was reported that after washing the patient, they fell while being wiped down while on a bolero wet lift device, due to an incorrect use of the safety belt. The patient suffered a bump on the head, and was examined by an on-site nurse.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the manufacturer arjo (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.